Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The trigger mechanism had been pulled back to the limit stop position. The sheath connector was clipped into the slide. The outer sheath was separated from the sheath connector and the rest of the system. The guiding tube was kinked at the oval handle. The system was completely disassembled upon receipt of the sample and the stent was missing. Due to the condition of the sample, no further investigation could be performed. The reported problem could not be reproduced. The results of the investigation are inconclusive. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that during a procedure to place a stent in the sfa, after the stent was one third of the way deployed, the clicker popped out of the handle; the physician had to deploy the stent manually. No pt injury was reported.